Manufacturer narrative:
The field service representative (fsr) was dispatched to resolve the issue. The fsr performed multiple troubleshooting services including the replacement of a damaged cuvette which resolved the issue. A review of the analyzer¿s service history identified no contributing factors to the current complaint. There have been no further customer reports regarding discrepant sodium results since the current complaint. Historical quality metrics were reviewed and no adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. Based on the available information, no product deficiency was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer stated that falsely decreased sodium results were generated for patient samples tested on the architect c16000 analyzer. The following data was provided. Sid: (B)(6): initial result 117 mmol/l retested at 141 mmol/l twice. Sid: (B)(6): initial result 111 mmol/l retested at 139 mmol/l. Sid: (B)(6): initial result 111 mmol/l retested at 139 mmol/l twice. The customer uses a normal range of 136 to 145 mmol/l. No adverse impact to patient management was reported.